Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report the equipment was received in vyaire facility for evaluation. Service tech powered the unit on with the customer's settings and duplicated the reported problem. Cleaned and reseated the modules and still failed. Replaced the pressure module and passed. Root cause is the pressure module.

Event description:
It was reported to vyaire medical that the revel ventilator unit stopped while ventilating on a patient and presented with error code (patient circuit) there was no harm to the patient, and placed on another ventilator.